Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated below the drip chamber when priming, back priming, or taking the infusion set down without forcefully pulling on it. It occurred two times with decadron premed, one time with injetafer, and no chemotherapeutic medication was involved. The medication did leak onto the nurse and the patient. There was no patient harm.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the tubing separated below the drip chamber either during priming, back priming, or taking the infusion set down without forcefully pulling on it. The medication, decadron, leaked onto the nurse and the patient. There was no patient harm.